Event description:
Bone marrow biopsy needle was utilized; provider was able to obtain bone marrow aspirate but biopsy was not able to be removed from the needle device. Provider reported what appears to be happening is that the tip of the biopsy needle likely is bent inward while trying to bore through the bone marrow, resulting in difficulty or inability to remove the biopsy.